Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The manufacturer representative (mr) was unable to reproduce the issue, multiple different registrations were attempted and they passed. The software was reloaded and the system was tested with no issues. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that when the site was getting ready to register the patient, the system would shut down. They were in the registration screen but hadn't started. This occurred three consecutive times at registration. On the fourth attempt, the system did not shut down and they registered the patient. The manufacturer representative (mr) went on site, selected the same patient and was able to proceed into navigation without any issues. The mr confirmed that when the system is unplugged that the batteries keep the system on so even if the system was unplugged it wouldn't turn off, nurse said she made sure the system was plugged in. The surgery was completed with navigation and there was no impact on patient outcome.